Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, after which the error did not reoccur, and the customer successfully started a new sensor session.